Event description:
The implant most likely failed due to patient's bone condition. The implant was placed at tooth #35. Patient had moderate oral hygiene. Surgery was traditional 2 stage procedure.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.